Event description:
It is not known how exactly the driveline was damaged. The patient reported that his dog did it and then caught it in door frame another time. The patient was careless which had been addressed and the driveline is now wrapped five times. Cloth sleeve was also ordered to protect the outer portion of the driveline. After that the patient is doing fine and there is no more issues.

Manufacturer narrative:
(B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed vad stop, electrical faults, and high watt alarms confirming the reported event. Visual inspection of the driveline confirmed exposed driveline wires that were missing insulation. A driveline strain relief and sheath repair were performed which resolved the alarms and allowed the pump to start on dual stator. The confirmed malfunction is related to the reported event. The most likely root cause of the reported alarms were the exposed driveline wires the most likely root cause of the reported alarms were the exposed driveline wires. Additional system component being reported for this event: controller: (B)(4), exp date-01/31/2016 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the patient that the electrical fault alarms occurred. The patient was transported to the hospital and the labs were read by the manufacturer. The patient was on a single stator operation. Engineer was flown to the site to perform following repair under the doctor's supervision by bedside. Controller was also changed for restart of pump. It was noted that it did not impact the patient. Follow up was sent to obtain patient's current condition and the investigation is ongoing.